Event description:
Patient had intravenous access with the injection site being an interlink site. Nurse was attaching the drip tubing to the injection site with a lever lock interlink component. While trying to insert the lever lock into the interlink injection site, the nurse sustained a percutaneous injury to the finger said to be caused from the lever lock cannula. There was observed retrograde blood in the intravenous tubing. The incident was classed as a high-risk injury. The patient was hiv positive, the hepatitis status was not stated.